Manufacturer narrative:
Based on the available information, the incident is not attributed to a manufacturing or design defect of the specific returned device. Mechanical complication and dislocation are known adverse events listed in the device's instruction for use (IFU) and subject to trend reporting. In addition, the explant exhibited signs of initial intra-prosthetic impingement; however, the underlying cause of this impingement could not be determined with certainty.

Event description:
It was reported that a patient underwent a total joint arthroplasty of touch cmc1 prosthesis. Subsequently, the patient presented pain and a dislocated prosthesis, a reduction was performed under fluoroscopy, and malalignment of the neck head was noted therefore, the patient underwent a revision.